Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open and bleeding skin irritation under the velcro on his back. It was reported that the patient's skin was peeling and cut open. The patient's physician advised the patient to use neosporin and a band-aid on the skin irritation. Follow up indicated that the skin irritation improved.